Event description:
Doctor experienced issues with several tackers used to secure the mesh to repair the hernia. We opened 4 secure strap tackers. The third secure strap misfired several times. The fourth secure strap was either broken or jammed and would not fire any tacks. After that, we opened an asorbatack by covidien. The shaft of that tacker bent after the first time the doctor fired. He proceeded to use it, but it continued to bend further and eventually the shaft broke in half. Staff reports shaft bent after first fire and eventually broke.